Manufacturer narrative:
This is the final report.

Event description:
A report was received that the pt was red and swollen just above the ipg site but no signs of infection. The surgeon opened the pocket site and drained the fluid (serom). The pocket site was closed and the pt was instructed not to move the ipg around because it can irritate the healing of the site. The pt was reportedly doing well following the procedure.